Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device there was an internal battery error found and the internal battery was replaced to address the issue. The detachable battery was also replaced unrelated to the reportable issue/malfunction. In addition, the device evaluation found two feet missing and the side enclosure popping out.